Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased)? How was the suture placed, interrupted or continuous? Was there any precipitating stress factor for the sutures pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement? Were any cultures performed? Results? Was the tissue dehisced? If yes, what tissue? What was a reason for debridement? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to these events (poor wound healing and suture extrusion)? Other relevant patient history/ concomitant medications? Was the wound healed after debridement and re-suturing procedure?

Event description:
It was reported that the patient underwent a radical resection of esophageal cancer surgery on (B)(6) 2020 and the suture was used. It was reported that the patient experienced poor wound healing and suture extrusion two months after surgery. Half month ago, there was wound secretion, and the suture was rejected. Debridement and re-suturing were performed. Additional information has been requested.